Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of blockage of the suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that irregular stress was applied to insertion section during device handling by the user, which led to damage of biopsy channel. As a result, foreign material remained in the channel. However, a definitive root cause could not be determined. User may detect the suggested event by handling device in accordance with the following instructions for use (IFU). IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 "preparation and inspection" user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. IFU: evis exera ii gif/cf/pcf type 180 series operation manual _important information ¿ please read before use_ warnings and cautions: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". "Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result". IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 4 operation 4.1 "insertion _insertion of the endoscope" "do not allow the insertion tube to be bent within a distance of 10 cm or less from the junction of the boot. Insertion tube damage can occur". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope suction channel was blocked. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.